Event description:
A customer reported a multilayer bag set that was "leaking lipid chamber." This reported condition occurred before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a photograph of the actual sample was available for evaluation. The photo revealed that the lipid chamber was leaking and confirmed the reported problem. The root cause may have been attributed to a solvent bond failure. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.